Manufacturer narrative:
The amplatzer cribriform occluder was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 8f loader without any deformities. Following repeated loading and deployment, the device was deployed bubbled. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Event description:
According to the initial information received, the left atrial disc of the 25mm amplatzer cribriform occluder (aco) malformed upon deployment. It was re-deployed and the same malformation occurred. The aco was removed and replaced with a new 25mm aco. Updated information received (B)(4) 2013 stated the left atrial disc had a bulbous appearance during the attempted deployment. Allegedly, after a second deployment of the left atrial disc in the left atrium, micro bubbles were observed in the left atrium and atrial fibrillation occurred. The patient was administered 200 joules of biphasic energy to convert her back to sinus rhythm. The 25mm aco was removed and another 25mm aco was successfully implanted. Postoperatively, the patient was noted to have altered mentation, inability to speak, and inability to follow commands. As reported, the patient did not experience an air embolism, a clot, or anesthesia reaction that could explain the etiology of her altered mental status. The patient had a CT scan and an eeg on (B)(6) 2011. The eeg demonstrated regular rhythm overall. The CT scan was negative other than the presence of the original infarct from (B)(6) 2011. The patient was also referred to a neurologist who determined that based on the eeg's, her physical examination and the patient's history, ruled out the possibility of a subclinical seizure. This neurologist determined that the diffuse encephalopathy suffered by the patient was caused by the direct result of the prolonged procedure and prolonged anesthesia.